Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic handpiece exhibited with low suction. System message was displayed. The surgery was completed using an alternate handpiece.

Manufacturer narrative:
A phacoemulsification handpiece manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. These findings are consistent with the investigation performed. And the root cause is attributed to piezoelectric crystals, within the phacoemulsification handpiece having a high dissipation factor. Causing fusion and/or shorting. Additionally, excessive application of loctite, during phacoemulsification handpiece assembly was identified as a contributing factor. Manufacturing review confirms, that this phacoemulsification handpiece was manufactured after august 2019, which is in alignment with the scope identified in the internal investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. Additionally, excessive application of loctite, during hp assembly was identified as a contributing factor. As related to the reported event of suction becoming lower, the returned handpiece was found to exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).